Event description:
It was reported that the insulin pump alarmed motor error during bolus process. The blood glucose reading was 206 mg/dl. No significant events leading to the alarm were observed. The customer stated that she was able to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump did function properly during rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test. No motor error alarm noted. The motor was tested outside the device and passed the motor test. The device was received with cracked case on bottom right side at the display window.